Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of loosening in the canal filling segmental stem was not related to the design, manufacture, and/or sterilization of the previously implanted eleos device.

Event description:
It was reported by (B)(6), an onkos sales representative, that a 54-year-old female patient with an eleos distal femur replacement underwent a revision surgery on (B)(6) 2024 due to aseptic loosening of the femoral canal filling stem.